Event description:
It was reported that a vns pt has had suicidal ideations twice in the past. However, the psychiatrist reported that the pt has never had any suicidal ideation or thoughts in all the follow up with visits with him. No additional info was provided by the psychiatrist.